Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant has not worked for over 2 years. They stated that their manufacturing representative tried to get it to work, but could not. The patient noted that their implant is dead. Their leads were checked, and seemed to be fine. The patient mentioned that their therapy didn¿t work for them. They stated that their healthcare provider told them they would need to have the device removed. The patient went in for an MRI the friday prior to the report, but could not have an MRI because they did not have their programmer with them to turn the device into MRI mode. The patient is to follow-up with their healthcare provider. They were implanted for failed back surgery syndrome and spinal pain. Additional information was received from the manufacturing representative (rep) reporting that there was an alleged overdischarge. It was reported that the patient's implant was likely in overdischarged, because the patient hadn't used the system in over a year. The rep stated that the patient had an unrelated surgery to relieve pain, so they haven¿t needed the stimulation. Therefore, it was reported that the system hadn't been charged. It was reported that the rep inquired about the MRI and discussed getting the patient out of overdischarge to put the system into MRI mode, otherwise it was reported that the rep may need to patient¿s medical records to prove the patient¿s system was full body eligible. Additional information received from the manufacturing representative (rep) indicated that the patient claimed that they had met with a rep about a year ago to try and pull the battery out of overdischarge. However, the rep was unsuccessful. Considerations for overdischarge, antenna locate use, and recharging was reviewed. MRI guidelines were requested. Additional information received from the patient indicated that they don¿t know why their device did not work. They stated that they tried calling, and got no help. The patient noted that they had their device taken out. They mentioned they would never use the manufacturer¿s devices again. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information is received from the healthcare provider (hcp). MRI compatibility guidelines were requested. The hcp stated that the patient¿s battery was dead. Consideration for MRI and criteria for a full body eligible system were reviewed. No patient symptoms were reported.